Event description:
Foot petal not working working flashing red. It has been reported to philips that wireless foot switch was not working, flashing red. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the wi-fi indicator on the footswitch was red, which indicates that there was an error in the wireless connection. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The connection was not re-established. The philips engineer advised the customer to use the wired footswitch. Per the information collected, the wireless footswitch did not connect to its base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.